Event description:
The pt had been taken out of the bath and the sub-chassis had been placed under the chair. When the chair was being disconnected from the hoist, both chair and pt fell forward and to the right. The sub-chassis was pushed backwards. No injury to staff or pt.